Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity as well as tones. This device remains implanted. No adverse patient effects were reported.

Event description:
The device was explanted but was stolen thus will not be returned. No additional adverse patient effects were reported.